Manufacturer narrative:
One photo was reviewed. Visual inspection showed a hair like substance inside the syringe barrel, thus confirmation of the reported issue. It is certain that the hair was introduced and not detected during manufacturing and packaging process. DHR information indicates the lot met the established acceptance requirements.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the blood gas needle had a hair like object about 1.5cm long was found in the tube.